Event description:
It was reported that, "during the removal of an implant, the section of the post that connects to the nail broke."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.